Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's contact reported there was a fluid leak encountered in association with pd treatment. Air detected in cassette warning occurred in drain 1 of 4. Treatment was cancelled and fluid was found inside the cycler in the pump module area. Fluid leaked from an unknown area. In a follow up, the caregiver confirmed the reported events and the date. The caregiver stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Cycler not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported there was a fluid leak encountered in association with pd treatment. Air detected in cassette warning occurred in drain 1 of 4. Treatment was cancelled and fluid was found inside the cycler in the pump module area. Fluid leaked from an unknown area. In a follow up, the caregiver confirmed the reported events and the date. The caregiver stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Cycler not available to return.